Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products that were used in this study: carto mapping system, lasso diagnostic catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with atrial fibrillation in observation group underwent radiofrequency ablation procedure using smarttouch thermocool catheter suffered cardiac tamponade which was treated with pericardiocentesis. The patient's condition was improved. Additional information was received indicating that it is possible that bwi device cited in the article that led to the reported patient consequences. However there were no reported malfunction with any of the bwi catheters and systems used during the case. The event did not result in the impairment of a body function or damage to a body structure. It is unknown the event require hospitalization or not. Title: "effect observation of contact-force catheter ablation in the treatment of atrial fibrillation." The purpose of this study was to evaluate the efficacy of new contact-force catheter ablation for atrial fibrillation (af). The study was conducted from jul 2014 to oct 2015. Suspected device is smarttouch thermocool ablation catheter, however catalog and lot number are unknown.